Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. However, the returned device indicated a set screw with a rounded socket.

Event description:
It was reported that the atrial lead set screw was unable to secure the atrial lead which resulted in high atrial impedances. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.